Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available a supplemental record will be filed. Damage

Event description:
There is an issue with the seat post mounting bracket with the release lever.